Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2408-74 serial #: (B)(4), description: avista MRI perc lead kit, 74 cm; model #: sc-4319 lot #: 20543394 description: clik x MRI anchor; model #: fb-101-01 lot #: 20656456 description: fixate tissue band (single pack); model #: fb-201-01 lot #: 20681119 description: fixate double pack. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient had an infection. The patient underwent an explant procedure.